Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose ranged from 110-160 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.